Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and issues relating to erroneous results (falsely elevated troponin) were not observed as all results demonstrated satisfactory performance. Visual observations noted a single fibrin strand in one tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for erroneous results (falsely elevated troponin) with the incident lot was not observed as all samples met the required specifications. Visual observations noted a single fibrin strand in one tube. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that bd vacutainer® plus plastic pst tube. Lt. Green bd hemogard¿ closure caused erroneous test results for troponin of 0.7 that caused the patient to be transferred to a different facility where the test results were repeated and the troponin was 0.0. Found after use. Medical intervention occurred changing the course of treatment. The patient was transferred to a larger hospital.